Event description:
When starting to open for a case, we pulled out our disposable liposuction cannula, and it was bent inside the package. We then went out to get another one, and there was another one bent in the c-lockers. The third one we picked up was useable.